Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the laser light was being emitted in a forward direction from the tip. It was noted that the fiber tip was in good condition and no error code was displayed. The fiber was replaced, and the procedure was completed with another of same model. There were no patient complications.

Manufacturer narrative:
The device in question was not returned; therefore, no product analysis could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the moxy hazard analysis was completed and confirmed that the event of forward firing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. According to the device instructions for use (IFU), the following is cautioned: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. According to the investigation results, it is likely that the fiber tip was buried into tissue during use thereby resulting in the fiber becoming forward firing. Burying the fiber tip into tissue during use is cautioned against in the IFU. Based on the information provided, all compiled information on this investigation determines that the most probable cause is unintended use error caused or contributed to event since the interaction between the user and device, or sample, caused or contributed to the error. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure, the laser light was being emitted in a forward direction from the tip. It was noted that the fiber tip was in good condition and no error code was displayed. The fiber was replaced, and the procedure was completed with another of same model. There were no patient complications.